Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. It was reported that while using a vapr 3 generator the electrode cable was not detected. Per service reports, this complaint cannot be confirmed. It was found during evaluation that the pin socket and footswitch socket corroded by fluid. Further, seal damaged. The socket connection between the ID and rf boards secured with silicone sealant and electrical connector and 5 pin socket were replaced and unit calibrated newly to resolve the issues. After repair, the device was found to be working according to the specifications. Fluid ingress into the device and contact with the footswitch and pin socket is responsible for the corrosion, this intern might have caused customer to experience connectivity related issue, however as per service report customer reported failure cannot be confirmed. The damage to seal is most likely a result of prolonged usage of the device over time. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on (B)(6) 2018 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6). That the generator device was not detected. During in-house engineering evaluation, it was determined that the pin socket and footswitch socket were corroded by fluid. There was no procedure nor patient involvement reported. No additional information was provided.